Event description:
It was reported that a cartridge change error occurred. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 140-141 mg/dl.

Manufacturer narrative:
Device not returned